Event description:
It was reported that a patient with a medium size prostate had an unremarkable greenlight procedure. The surgeon preferred to leave the bladder catheter in for the next 48 hours. Two days post procedure, upon removal of the catheter, physician noted: the patient was in retention. The patient was losing urine through the rectum. The physician consulted another physician who advised using a "drainage bag" on the patient. It was found that the "injury was 2.5 cm from the rectum and would be 1.5 to 2 mm in width; he left the patient with a probe to see if the breach does not naturally close under antibiotics." Reportedly, the tissues around the breach were necrotic. The patient has a fever of 38.5c (101.3 f). No further information was reported.